Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the suspect device is not possible. The identifying lot number has not been provided nor have the instrument been returned for evaluation.

Event description:
Novel inserter and a small 7 degree al trial broke while the surgeon was removing a trial leaving the trial and the inserter threads in the disc space. He was able to fish it out without incident.